Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR number 1225714-2014-00769.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiac arrhythmias during use of the product and experienced a cardiovascular event and subsequently expired on (B)(6) 2012 after use of the product.